Event description:
Customer reported system is displaying an error code, 253. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and disk controller. System operates as intended.